Manufacturer narrative:
This report is 2 of 4. The dfu for the device instructs the user to inspect the device before use and if damage is present not to use the device and contact the manufactuer. The doctor chose to use the device even though it appeared to be out of specification.

Event description:
The doctor experienced capsule tears using allegro sp ia handpieces. Four separate patients were impacted by (B)(4) different devices. All patients recoverred with no intervention required. The procedure was completed as planned.